Event description:
A male pt contacted lifecor customer support to report that the response buttons were not working. The pt inserted the battery pack into the monitor several times, but the response buttons would not respond. Support had the pt try both battery packs several times, and in three instances the response buttons worked normally. However, on a vast majority of the attempted tries, the response buttons failed to work. A pt services rep (psr) was sent to the pt to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.